Manufacturer narrative:
(B)(4): the customer could not give philips any more detail about a monitor falling. There is no indication of any device malfunction that could cause the monitor to fall. The cause of the issue is unknown. No further investigation or action is warranted.

Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.